Event description:
Asr revision. Left asr xl acetabular system. Reason for revision: pain.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: further reason for revision, alval/soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Left asr xl acetabular system. Reason for revision: pain. Alval/soft tissue reaction. Update: further reason for revision and product (stem) added as per dpyous73 received 17 july 2012 and attached. Update: 9 june 2015. Updated hip side to right hip. Updated doi. Added manufacture and expiry dates for products. Taken from claimsuite update 9 june 2015. (B)(4). Update: 11 june 2015. Updated patient gender to "no information." (B)(4).